Manufacturer narrative:
Corrected data: date of this report was not populated on follow-up #1, the date should have been entered as 12/10/2015.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Account reported patients had a capsule tears that were caused by an incomplete capsulotomies in two patients. This report is for patient 1 of 2.

Manufacturer narrative:
Correction: account reported during follow up that date of event was (B)(6) 2015. On the initial MDR section was populated with k121091. This field should have been left blank as this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Device evaluation: system checked after the event and no technical issues with the system were found. System meets amo specifications. Patient treatment files were checked and could not find any abnormalities. Since (B)(6) 2015 many more procedures have been done with no issue. Surgeon was reminded to remove the capsulotomy with the recommended continuous curvilinear capsulorhexis (ccc) technique and not by phaco directly sucking it up. Additional information: during follow up the account reported that there was no patient injury or complications and no surgical or medical intervention was required. There was no loss of best corrected visual acuity (bcva). No patient follow up is required. Patient was given topical steroids. The surgeon reported that catalys contributed to the injury.